Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
On it was reported that during testing, a broken piece of a bur was found in the attachment. It was also reported that this event did not occur during a surgical procedure, and there was no delay or adverse consequences as a result of this event.

Manufacturer narrative:
D4: updated catalog number from unknown to 5407fa2023. H6: the quality investigation is complete.

Event description:
It was reported that during testing, a broken piece of a bur was found in the attachment. It was also reported that this event did not occur during a surgical procedure, and there was no delay or adverse consequences as a result of this event.